Event description:
It was reported that a patient¿s ilet cartridge appeared to leak, and after inserting a full cartridge the device displayed 0 units during priming, suggesting a possible cracked cartridge or septum damage. No reported symptoms or clinical effects. Outcomes included no reported impact on health or daily activities. Investigation included attempts to contact the patient for troubleshooting and education. Investigation of this case revealed that no alerts or alarms were reported. It was concluded that the event involved a cartridge issue with suspected cracking and user education was provided, with no device malfunction confirmed.